Event description:
On april 19, 2006, a clinical incident involving a rapid rhino device was reported to arthrocare corporation. In 2005, the patient was treated with a nasal dressing following a sinus surgery. It was reported the patient has had recurrent infections during the six months following treatment with the nasal dressing.

Manufacturer narrative:
A portion of the device was returned for evaluation. The sample received did not meet the material requirements for the device. A retention sample from the same lot was also analyzed and met the material requirement for the device. The instructions for use provides the following instructions at the postoperative visit. "Any residual gel that has not dissolved or left the surgical site through normal outflow passages may be easily removed through gentle suction". Based on this information, it was concluded the device was not properly removed following the procedure. The event occurred due to user error.